Event description:
It was reported that during an acl revision all repair, the device had the metal twisted and the inserter broke inside the patient. All the pieces were removed. Procedure was completed with the same device since the anchor had no issue when it was inserted. There was no delay and no injury reported.

Manufacturer narrative:
One footprint ultra pk 4.5 mm suture anchor product used for treatment, was returned for evaluation. The complaint stated: ¿the metal twisted and the inserter broke inside the patient¿. The return consisted of the insertion device; no suture, no anchor. There was audible click upon rotation of the torque limiter. The inner rotating shaft was fractured. The piece was not returned. Continued rotation after the anchor ceased may cause damage or fracture of the inner shaft. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Use the appropriate smith and nephew hole preparation device to prepare the insertion site. Warning: rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint. Smith and nephew disposable and reusable awls specific to the suture anchor are sold separately¿. Per instructions for use, prep instrument for normal bone conditions is a 3.8mm straight awl. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.